Event description:
It was reported that the customer's insulin pump was malfunctioning, it had audio anomaly and stop working. Caller stated that the customer was found lying on the floor several times with the blood glucose of over 600 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.